Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wanted to change the pump's maximum bolus and duration settings. Reportedly, the customer believed that ten units is too low as the previous pump had a maximum bolus of 25 units. Customer's blood glucose was 371 mg/dl. The customer ended the call before any troubleshooting could be performed.